Manufacturer narrative:
Device evaluated by MFR: the device was not returned for evaluation. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
Same case as MDR ID #: 2134265-2018-04205. It was reported pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) was positioned. They advanced the 27mm watchman ® laa closure device & delivery system (wds) into the was. It was noted there may have been slight advancement of the was beyond initial position. A pericardial effusion was noted via angiogram and contrast and then verified on echocardiogram. The device was deployed and met criteria. The device was therefore released in the laa. Due to the patient¿s size and the location of the effusion, they did not want to tap. The patient was hemodynamically stable, so they were monitored. Ultimately, the patient did not require any treatment. They were observed an additional night with no further complications or interventions. The patient was stable.